Manufacturer narrative:
Zimmer biomet complaint number (B)(4) the following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative one heal collar 4.5x5.5, 7mm was returned for investigation. Visual evaluation of the as returned product identified thread damage. Functional testing was performed with in-house mating implant. The device could not seat ¿ could not be threaded into the implant. Device history record (DHR) review for the lot (2020120034) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2020120034) for similar events (complaint category keywords: fit: does not seat) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported he was unable to screw the healing collar. The threads seem damaged. Implant is ok. Another healing collar has been placed in order to finish the procedure.